Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing. Boston scientific technical services (ts) reviewed the episode and discussed that the noise was consistent with oversensing related to the minute ventilation (mv) feature. The patient is scheduled to been seen in clinic on an unknown date in the future to have the mv feature programmed off. No adverse patient effects were reported. This product remains implanted and in service.